Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about sensor adhesion. According to the customer's report, blood flowed into the sensor at the bottom of the bottle, which caused a false positive."

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about sensor adhesion. According to the customer's report, blood flowed into the sensor at the bottom of the bottle, which caused a false positive."

Manufacturer narrative:
H6: investigation summary: customer reported a sensor adhesion defect and a false positive results. Bd was not able to perform an investigation to the retention sample since neither batch number nor returned goods samples were available. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.